Manufacturer narrative:
(B)(4). The product has been returned and investigated and the complaint is not confirmed. No new issues or errors were observed and all results were within range specification for the device.

Event description:
Customer reported receiving imprecise readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 18.2 mmol/l and 2.6 mmol/l within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.